Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Event description:
The patient¿s father reported to have consulted a diabetes healthcare professional (hcp) clinic in egypt on (B)(6) 2025, for a routine check-up for his daughter. Reportedly, the patient was experiencing pain and had an abscess on their leg, at pod infusion site, which developed after approximately 5-24 hours of pod wear. The pod had been removed prior to the visit. The father described the patient¿s infusion site as pink. The patient was diagnosed with abscess and infection. The hcp treated the affected area by draining and cleaning the infection and prescribed antibiotics. The patient was released on the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.